Manufacturer narrative:
Complaint conclusion: the cc has been updated to include additional analysis information. The report received from the field indicated that the physician experienced difficulty opening and closing the precise 5 x 30 stent. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non-sterile precise pro rx us carotid system was received coiled inside a plastic bag. Stent was partially deployed (0.2cm). Kinks were observed at .5cm from ID band and 2cm from brite tip. No other discrepancies were found. The usable length and outer diameter were measured and found within specification. Functional test (stent deployment) was performed without any problem and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was not confirmed; since no anomalies were found during dimensional and functional analyses. The cause of the failure and pre-deployment condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The precise pro rx is packaged with the tough-borst valve in the open position and if the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the field indicated that the physician experienced difficulty opening and closing the precise 5 x 30 stent. There was no reported patient injury. Additional information has been requested. Addendum: preliminary analysis of the returned product indicated that the stent was partially deployed (0.2cm).

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the physician experienced difficulty opening and closing the precise 5 x 30 stent. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non-sterile precise pro rx us carotid sys was received coiled inside a plastic bag. Stent was partially deployed (0.2cm). Kinks were observed at .5cm from ID band and 2cm from brite tip. No other discrepancies were found. Functional test (stent deployment) was performed without any problem and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was not confirmed; since no anomalies were found during functional analysis. The cause of the failure and pre-deployment condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. Based on the information available, it appears that the difficulty experienced may have been caused by the kink on the device and is not related to a product quality issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.